Event description:
It was reported that the patient experienced inadequate stimulation and the leads migrated. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (b)96). Batch: 537074. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7102604.